Event description:
It was reported by service report that the side rails could not remain latched due to the top rails being broken and the spindle spacers being broken, as well. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.